Event description:
It is reported that a customer experienced high blood glucose of 400 mg/dl. The customer was informed that there could be many reasons for high blood glucose. The customer reported that a customer has issues regarding their sensor displaying wrong readings of sensor and blood glucose. The patient was assisted with trouble shooting and found that the placement of the sensor may have been the result of the issue. The customer had trouble with the adhesive sticking to the skin, so the customer was advised to use mastisol to help with the adhesive. No further information was provided.

Manufacturer narrative:
Inspected one opened/used sensor and sensor performed per specifications and sensor failed. No isig readings detected. Checked lab transmitter for proper use and operation using tool and transmitter passed per specification. Unable to confirm adhesive anomaly due to customer returning it open and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.